Event description:
It was reported that the pacemaker packaging was damaged and potentially the pacemaker was also damaged. The pacemaker was not used. There was no patient involvement.

Manufacturer narrative:
The reported event of packaging or shipping problem was confirmed. The device was returned in its original packaging box. Visual inspection found the packaging was damaged at the upper left side of the box which is consistent with damaged during shipping or handling. Analysis performed on the device indicated normal device characteristics. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.